Manufacturer narrative:
H10: the sample was received for evaluation with no cap. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the "male end" (female connector) and the main body of a minicap transfer set; further described as "male end came away from main body". This was observed when changing the transfer set during replacement. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.